Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified device weight to the specification, crease fold, and a deformation. Clouds and bubbles were observed in the gel after the autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional additionally reported "creases."

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and hematoma are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are capsular contracture, baker grade IV and hematoma. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and "sudden increased swelling" caused by hematoma. Device remains implanted.